Manufacturer narrative:
Patient weight unavailable.

Event description:
A procedure commenced to extract two leads: a right atrial (ra) lead and a right ventricular (rv) lead due to non function and occlusion. Both leads were successfully extracted with use of a spectranetics visi sheath model 501-016, a glidelight device model 500-303, tightrail devices and a lead locking device (lld). However, while placing wires for a re-implantation through the laser and visi sheath, the patient's blood pressure dropped. Rescue efforts commenced immediately, including sternotomy. A superior vena cava (svc) tear was discovered. Despite rescue efforts and attempted repair of injury, the patient did not survive.